Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced elevated blood glucose (bg) levels. Bg values were not provided. Reportedly, elevated bg level was due to the insulin duration being set to 5 hours. Customer adjusted the pump settings to resolve the issue. Multiple attempts were made to follow up with the customer, however, a response was not received.